Manufacturer narrative:
As received, a complete lead was returned in one piece. The helix was found to be extended and clogged with blood. X-ray inspection found overtorque of the inner coil consistent with procedural damage. The damage found was sustained during the surgical procedure. The lead was other wise normal.

Event description:
Additional information noted that the patient was feeling fatigue and had a decreased heart rate.

Manufacturer narrative:
Correction: reportable aware date should be jan 22, 2020 not feb 13, 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead dislodged. It was noted that the lead exhibited a capturing problem and an impedance problem. The lead was attempted to be repositioned, but the lead was unable to extend. The lead was explanted and replaced. The patient was in stable condition.